Event description:
Based on information reported to davol: ni/ni/ni -- pt had a ventralex mesh implanted. Ni/ni/ni -- pt developed an infection that required mesh removal.

Manufacturer narrative:
Based on information reported to davol, a pt had a ventralex mesh implanted. The pt is reported to have developed an infection that required the mesh to be removed. Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records or product lot number has been provided. We have contacted the initial reporter to obtain additional information and request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date.